Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available photographs were reviewed, and evidence of broken impactor tip 36mm is confirmed. Visual exam of the provided photo showed the tip broke off. The manufacture date of the device is 1/8/2014, the time of servicing and continuous decontamination processes over the years might have weakened the overall structure of the device, but without the physical device it is impossible to reach a more thoroughly conclusion.   Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.   Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 36mm impactor tip broke.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available photographs were reviewed, and evidence of broken impactor tip 36mm is confirmed. Visual exam of the provided photo showed the tip broke off. The manufacture date of the device is 1/8/2014, the time of servicing and continuous decontamination processes over the years might have weakened the overall structure of the device, but without the physical device it is impossible to reach a more thoroughly conclusion.   Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.   Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.